Manufacturer narrative:
Additional information was received regarding other clinical observations associated with the dislodgement of this lead. Threshold measurements had increased and capture could not be confirmed. The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lead dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. The patient noted his heart rate to be in the low fifties. A revision procedure was performed and this right ventricular (rv) lead was found to be dislodged. The lead was removed from service and replaced. No additional adverse patient effects were reported.